Event description:
It was reported that the ilet user was inconsistently announcing meals and was using meal announcements as corrections. The issue pertained to use behavior and the user interface. Symptoms included hyperglycemia reaching 355 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided report logs. Investigation of this case revealed no device problem, with a usage problem identified involving using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.